Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the monitor read "99" on saturations. The user was unable to re-calibrate. As this failure occurred near the end of the procedure, the device was not changed out. The user reported that the surgical procedure was completed successfully and that there were no adverse consequences to the pt as a result of this event.